Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet been evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported low battery longevity after receiving a new battery cap. During troubleshooting the insulin pump alarmed motor error. The alarm history also showed low battery alerts and motor errors. The customer's blood glucose level was 149 mg/dl. The customer was advised to discontinue use of the pump and return it for analysis and replacement. No further info was provided.